Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Additional information received from the field representative indicated that the cause of the out of range impedance measurements was not determined. Conductor lead fractured was likely noted. This lead was surgically abandoned and was replaced successfully with a new rv lead. No additional adverse patient effects were reported.